Event description:
As per the report from the user facility / distributor - post procedure the deflated balloon would not withdraw into the 9f cordis avanti sheath. Dr tried to remove sheath and balloon together but felt resistance and stopped. Vascular surgeon performed a femoral cut down and removed the sheath and balloon. Patient was stable post procedure.

Manufacturer narrative:
The catheter was returned in a biohazard bag. The catheter is bloody. The proximal portion of the catheter including the extension has been cut off and not returned. The distal 5mm of the balloon is bunched up where it caught in the introducer. Contrast media can be seen in the distal portion of the balloon. The distal portion of the outer catheter shaft is stretched down on to the braided inner tubing. A comparative catheter of the same catalog number/size (pdz730, lot# zzx-3923) was tested. A guidewire was inserted through the catheter, the catheter was then inserted through a 9fr introducer. The balloon was inflated to the labeled rated nominal pressure of 4.0 atm and then fully deflated. Upon deflation the catheter was then removed from the 9fr introducer. No issues were found with the comparative catheter. The problem could not be reproduced when the instructions were followed. A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. Previous experience has shown that complaints of this type are typically due to the balloon not being completely deflated before being pulled back into the introducer sheath. When this happens the contrast media that is left in the balloon is pushed into the distal portion of the balloon and then catches on the tip of the introducer sheath. Once that distal portion is caught on the introducer, any additional pulling force on the catheter shaft will cause it to stretch. The catheter was being used for aortic valvuloplasty, which is an off-label use for this catheter. An inflation device with pressure gauge was not used as is recommended in the instructions for use. The comparative catheter was tested and was introduced through, and removed from, the labeled rated 9fr sheath size. All numed balloon catheters are tested for their rated introducer size in final inspection before the product is released for distribution.